Manufacturer narrative:
Unit passed the self test and displacement test. All buttons functioning properly. However, found corroded keypad traces during visual inspection. The keypad connector j2/lcd locked properly during visual inspection. No unexpected numbers ramping during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 131 mg/dl at the time of incident. Customer stated that the insulin pump buttons were sticking and would ramp up. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.